Manufacturer narrative:
Concomitant medical products: envoy 6f guide catheter (details unknown), prowler select plus (details unknown), echelon 14 ev3 (details unknown), 2 orbit 4x10 coils (details unknown), stent (details unknown), other orbit 2x2 (details unknown).

Manufacturer narrative:
Additional information (received 4/1/2014): the syringe showed pressurization as expected during attempt to detach the coil. The alternative detachment method of pressurizing to the red zone was attempted. In the initial report where it is stated that the user changed to another box, it is now confirmed that it was another syringe. The orbit 2mm*2cm (637mf0202/15773650) still did not detach after using the new syringe. There was only one orbit coil that did not detach and the procedure was completed successfully with another coil (details unknown). There were no damages noted to the coil, coil delivery system, or detachment system prior to use or after removal. The coil was removed successfully from the patient and it is unknown whether it was stretched. The coil was still attached to the delivery system when it was removed from the patient. This report was submitted to capture a potential coil malfunction in case "another box" in the original complaint referred to a coil. However after conducting follow up the other box referred to a syringe, which was not implicated as a complaint product. As stated in the original complaint after the surgeon changed boxes, "the surgeon had to change new to complete." This statement refers to another coil, which successfully completed the procedure. Therefore there is no complaint on this coil. After receipt of additional information, this product does not meet the criteria for reporting. Therefore, no further information will be forthcoming for this med watch report.

Event description:
The patient is female and (B)(6) years old, had pcom with 3.34x4.27mm. The surgeon decided to fill coils assisted with stent technology. The guiding catheter used is envoy 6f catheter. The microcatheter used for the stent (details unknown) is prowler select plus (details unknown) and for coiling is echelon 14 (details unknown) from ev3. The surgeon had positioned the first and second orbit 4mmx10cm coils (details unknown) successfully. Then surgeon then chose the third coil orbit 2mmx2cm (637mf0202/15773650) to complete the procedure. The surgeon found that the third coil could not be detached. Changed another prepared box (details unknown), but still failed. The surgeon had to change new to complete. No adverse event occurred.